Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the mobile application froze. It was determined that the issue is related to the mobile application. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause cannot be determined.